Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one of the flanges that holds the reaming heads on has broken on the flexible shaft. Therefore the reaming shaft will not hold the reaming heads in place. No patient was affected. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.